Manufacturer narrative:
Ge healthcare¿s investigation concluded that a software issue caused measured values for ob exam types where multiple measurements were taken and a subset of measurements are deleted to display incorrectly, therefore causing the mismatch between displayed measured values and the resulting calculations; however, the calculations are correct in every circumstance. The clinical evaluation of the issue concluded that the user would detect the mismatch between calculated values and measured values and would clear and/or delete all measurements, and re-take the measurements. Additionally, it is customary for the user to perform additional diagnostic imaging to confirm measurements and calculations. Should the issue be undetectable, there could be a potential for a minor delay in care in the case of polycystic ovarian disease. No further action is required.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted after the investigation is completed. Date of device manufacture unknown.

Event description:
The logiq e9 was being used for an ob/gyn study where multiple length/height/width measurements were taken to create a volume calculation for an ovary. The user reported deleting the length/height/width measurement values and noticed the volume did not delete as well. The user then created more length/height/width measurements and noticed that the volume kept increasing unexpectedly. However, the information was displayed correctly within the worksheet. The issue was obvious to the user and there was no adverse patient impact reported. An investigation began and is still in progress. Upon further review by the design team, it has been determined that deleted length/height/width measurements used to generate the average volume calculation may still be incorrectly used as an input value by the system for the average volume calculation. The impact of this is as follows. If the above scenario exists and the user re-opens a closed study, there may be a potential to misread the worksheet which contains both length/height/width measurements and the calculated volumes, and select an incorrect volume for diagnosis because the system has the potential to incorrectly store the wrong volume calculation prior to closing the original study.